Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through review of the event history log. The issue was determined to have been caused by severed motor mount screws. The motor assembly was replaced.